Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir had under delivery. The customer¿s blood glucose level was 260 mg/dl which was treated with manual injection. Customer reported they do not feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.